Event description:
Caller reported four malfunctions on pump over past month, with inability to recall exact dates, and confirmed no notable events occurred prior to malfunctions. There was no adverse impact to the customer's blood glucose level, as it did not exceed the concerning threshold. Technical support decided to replace the pump, but initial replacement was lost in transit, so a new pump was arranged while customer requested a loaner pump due to upcoming travel.

Event description:
Caller reported four malfunctions on pump over past month, with inability to recall exact dates, and confirmed no notable events occurred prior to malfunctions. There was no adverse impact to the customer's blood glucose level, patient will use backup insulin pump & mdi.